Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that that prior to the implant procedure, the device was found to be at elective replacement indicator (eri). The device was not implanted. There was no patient involvement.